Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain at the ipg site, due to the ipg flipping within the pocket. It was also reported that the patient is having charging issues due to the ipg migration. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced which addressed the issue.